Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that when removing the cataract during a anterior-posterior combined surgery in the right eye, the patient experienced a collapsed eyeball and unstable intraocular pressure . The choroid was found raised with blue-grey color. The doctor considered it as supra-choroidal hemorrhage. The surgeon suspended the surgery and closed the surgical incision to maintain the intraocular pressure. After the machine was stable, the doctor began to conduct gas-fluid exchange in the vitreous chamber. The surgery was completed after injecting silicone oil. Additional information has been requested, but none received to date.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the patient was diagnosed with vitreous hemorrhage and retinal detachment on her right eye. She received anterior-posterior combined surgery on her right eye (od). However, after the vitrectomy, when removing the cataract, it appeared the collapse of eyeball and unstable intraocular pressure. The choroid was found raised with blue-grey color. The doctor considered as supra-choroidal hemorrhage. Then the surgeon suspended the surgery and closed the surgical incision to maintain the intraocular pressure. Malfunction had been eliminated. After the machine was stable, the doctor began to conduct the air gas-fluid exchange (a/fx) in the vitreous chamber. The surgery was finished after 4 (milliliters-ml) of silicone oil was injected. Whether second surgery would be scheduled depends on the incidence of postoperative recovery. Additional, related information was requested, but was not obtained. The operator¿s manual includes source pressure requirements (air or n2): the system is designed to operate using clean filtered air or gn2 with different levels of source pressure. The system operates automatically with pressures of 58 (4 bar) to 120 psi (8.3 bar). Notes: between 4 bar and 5 bar, vacuum performance is reduced. Between 4 bar and 5.5 bar, vfc inject performance is reduced. Choroidal detachment has been reported to be related to hypotony and intraocular pressure (iop) fluctuation. In a study that looked at risk factors and outcomes in suprachoroidal hemorrhage (sch) during pars plana vitrectomy (ppv), significant risk factors for the development of sch during ppv included high myopia history of retinal detachment (rd) surgery, rhegmatogenous retinal detachment (rd), use of cryotherapy, scleral buckling at the time of ppv, external drainage of the sub-retinal fluid, and intraoperative systemic hypertension. Other intraoperative factors that can influence the likelihood of choroidal hemorrhage leading to detachment may include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe, or vitreous loss during surgery. Under normal conditions, intraocular pressure pushes choroidal blood into the vortex veins. However, when there is a sudden decrease in iop, the blood coming from the anterior and posterior ciliary arteries cannot pass through the veins, causing blood to accumulate in the suprachoroidal space. The physiologic 1 to 3 mmhg pressure difference between the suprachoroidal and intraocular areas usually keeps blood from accumulating in the suprachoroidal space. When the globe is open, however, the pressure difference between the two areas decreases sharply. This may cause the vessels to rupture, allowing blood to escape and allowing the choroid to separate from the scleral wall. Several risk factors such as elevated intraocular pressure (iop), glaucoma, low sclera rigidity, high myopia, generalized atherosclerosis, hypertension, peripheral vascular diseases, liver disease, age, and increased axial length have been identified as potential contributors. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line. There was no evidence in which the system malfunctioned or attributed to the reported event. The outcome of the case was attributed to a user error.¿ the system was examined. The company representative found no problem with the system and determined that the pressure settings were too low during the air/fluid exchange (f/ax). The customer has been instructed on the correct pressure settings. The system was manufactured on august 11, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer use error. (B)(4).